Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the physician was tensioning the mesh leg with a hemostat (after throwing it through the ligament), the lead suture snapped and detached (with the needle at the end), outside the patient. The physician repositioned the hemostat on the dilator and the dilator snapped and detached, outside the patient. The physician repositioned further up the dilator and was able to pull it through and complete the procedure with this device, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The patient's exact age is not available, but is reportedly over 18 years old. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.